Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Multiple motor stalls were found in the engineering logs following a cartridge change operation. The ilet was restarted several times, however stalled again after 2-5 delivery requests. It was not until a separate cartridge change operation that the alert stopped triggering and the device continued to function as intended. Based on the complaint description and logs, the stalls were likely due to the incorrectly installed connector which caused the motor to be unable to depress the cartridge plunger and resulting in a motor stall. The ilet was behaving as intended after the second cartridge change and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirmed hyperglycemia on the reported event date. Hyperglycemia began after the insulin cartridge ran out of insulin and was not replaced for 6 hours. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The hyperglycemic event was caused by the user failing to maintain the device as instructed to ensure continuous insulin delivery by not replacing the cartridge when it ran out of insulin. The hyperglycemic event was complicated by motor stall errors that were caused by a bent connector needle that occurred during the supply change.

Event description:
On (B)(6) 2024 an ilet user's mother reported the user experienced a high blood glucose (bg) event requiring a visit to the hospital. The event occurred on (B)(6) 2024. The user had been hospitalized on (B)(6) 2024 due to high bg, which was 396 mg/dl upon arrival. Despite changing the infusion sites twice, the entire cartridge emptied within a day without lowering bg levels. Upon inspection, a bent needle on the connector piece was discovered. After replacing the supplies, insulin delivery resumed. At the hospital, the user received IV fluids, and their bg decreased to 82 mg/dl after about 7 hours. The mother reported the user experienced large ketones, vomiting, and a headache during the event.